Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.

Event description:
The manufacturer became aware of an allegation of alice nightone that the patient sent in for repair due to casing damage. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, top and bottom casing to be split and fluid ingress on the pca, therefore unable to retrieve any information from the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.